Manufacturer narrative:
The broken peg drill was not returned and thus not available for the evaluation. Therefore, it is not known as to what caused the drill to break. Another peg drill was available to complete the procedure. There was no harm to the user or patient and the case was completed uneventfully.

Event description:
The peg drill tip broke and was separated from the shaft during surgery. It was retrieved from the patient and discarded by the surgeon. This MDR (FDA medwatch form 3500a) is now being filed in accordance with the findings on form 483 (observations), received during our FDA inspection held in 10/2015.